Manufacturer narrative:
B1. Correction changed from product problem to adverse event/product problem.h1. Correction changed from malfunction to serious injury.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber broke at the start of the procedure. The energy diffused and exposure was cut very quickly, however two staff members were exposed to the light and were sent to ophthalmic examination. It was further reported that the staff members did not wear the safety glasses that day. The patient was reported to be safe and there was report of nausea, vomiting and headache. It was clarified that a week later one of the exposed nurse commented that on tiring days had experienced headache. However, no further details from the staff about the reported symptoms of nausea and vomiting was able to be obtained despite good faith effort to obtained the information.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure that the fiber broke at the start of the procedure. The energy diffused and exposure was cut very quickly, however two staff members were exposed to the light and were sent to ophthalmic examination. User outcome is unknown, there was no harm to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber broke at the start of the procedure. The energy diffused and exposure was cut very quickly, however two staff members were exposed to the light and were sent to ophthalmic examination. It was further reported that the staff members did not wear the safety glasses that day. The patient was reported to be safe and there was report of nausea, vomiting and headache. It was clarified that a week later one of the exposed nurse commented that on tiring days had experienced headache. However, no further details from the staff about the reported symptoms of nausea and vomiting was able to be obtained despite good faith effort to obtained the information.